Event description:
It was reported that accuracy error (unknown/no patient injury) was experienced.

Event description:
Additional information received that indicated the device was not near or with a patient when issue was found.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found all intact with the device. There was no evidence of the error or reported problem recorded in event history log. The reported problem accuracy error was not duplicated. Three accuracy tests were conducted, and the pump was found to be within manufacturing specifications. The root cause of the reported issue was undetermined as no fault was found. No corrective action was taken as no repair was needed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: d4: model number 2110.